Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to verify the instrument's performance. The fse did not note any hardware malfunction that would contribute to the reported event. The access accutni+3 reagent pack was not returned for evaluation. In conclusion, the cause of the non-reproducible access accutni+3 results cannot be determined with the available information.

Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) results for one (1) patient on the access 2 immunoassay system (serial number (B)(4) ). The customer repeat tested the sample on the same access 2 immunoassay system and obtained lower results, within the normal reference range of the assay. There was report of change in patient treatment associated with this event as the customer stated the patient was treated unnecessarily but could not provide additional information. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. Access accutni+3 quality control (qc), access accutni+3 calibration and system check were within assay specifications. The patient samples are collected in serum separator tubes. Sample processing information such as centrifugation speed and time were not provided. No issues with sample integrity were reported by the customer.